Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found the basket closed and the tip was intact. The side car-rx presented pushback out of specification. Functional evaluation showed the basket would open and close without issue. Based on the information available it is possible that during unpacking, the way in which the device was handled and manipulated may have contributed to the failure noted. Excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Therefore, the most probable root cause is handling damage.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-04064 for the first trapezoid rx basket and manufacturer report#3005099803-2016-04067 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used during a stone removal procedure. According to the complaint, during unpacking, the basket was retracted into the plastic outer sheath. However, the basket failed to open. Another trapezoid basket was opened and the basket also failed to open. The procedure completed with another of the same device. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem." This event has been deemed a reportable event based on the investigation results; side car-rx pushback.